Event description:
Nurse(s) experienced slight irritation from the elastic around the bouffant cap. Prior primary skin irritation studies reflect the elastic to be non-irritant. No samples or lot numbers were available.